Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the customer was unable to focus the image. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to listen for a motorized humming noise coming from the camera head when attempting to focus. The customer reported that there was no noise. The tse asked the customer to check that the camera cable was tight at both ends and if they have a backup camera head. The customer stated that they do not believe they have a backup camera. The system logs were not available during the call. The procedure outcome was unknown and there was no report of injury. Isi followed up with the initial reporter and obtained the following additional information: at the start of the procedure, the image was blurry and would not focus. A backup instrument was not available and not all troubleshooting steps were completed. The procedure converted to laparoscopic surgery and completed with no report of patient injury.

Manufacturer narrative:
The camera head involved with this complaint was returned and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The focus stop sensor was malfunctioning. The camera housing components were also observed to be worn.